Event description:
During an infusion, the syringe pump alarmed "occlusion". The nurse (rn) attempted flush the line with no success. The catheter was removed and exchanged. In-vitro testing noted that the catheter was still difficult to flush. Greater syringe pressure was required to create a flow through the catheter. The catheter was sent to biomed for evaluation. The manufacturer rep is scheduled to pick up catheters for evaluation. All affected catheters in the lot number were pulled.